Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of an unspecified paclitaxel filter set became kinked. This occurred during infusion of etoposide doxorubicin vincristine chemotherapy using a baxter infusion pump in the chemotherapy department. There was no patient injury or medical intervention associated with this event. No additional information is available.